Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5 executive summary and h6 device code grid have been corrected. A stryker software engineering team reviewed the device data and determined that the cause of the issue was with the som (system on module) of the system pcba. Further root cause could not be determined. The customer was provided a replacement device to resolve the issue. The device from this complaint was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.